Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, , ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 40 mg/dl, and the meter bg reading was 201 mg/dl. Reportedly, the customer performed calibrations when there was no bg value listed on the cgm home screen. No additional patient or event information was available. A replacement sensor was sent to the customer.